Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 150-200mg/dl customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking metformin to manage diabetes. Comparing blood glucose test results from dr's meter to true result meter back to back blood test produced test results of 75mg/dl using true result meter and 160mg/dl using dr's meter. Verified storage of product is not within instructed specification test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 150-200mg/dl customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings currently taking metformin to manage diabetes. Comparing blood glucose test results from dr's meter to true result meter back to back blood test produced test results of 75mg/dl using true result meter and 160mg/dl using dr's meter. Verified storage of product is not within instructed specification test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015 recall test results performed fasting from meter memory reviewed meter memory: (B)(6). Adverse event not reported.